Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 8 months, and 24 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 26 mm sapien 3 valve, the patient presented with valve stenosis. Hemodynamic assessment revealed a peak gradient exceeding 30 mmhg across the valve. The patient subsequently underwent a valve-in-valve tpvr procedure with a new 26 mm sapien 3 valve. The original 26 mm sapien 3 valve was noted to have been expanded using a 26 mm balloon. The new valve was successfully implanted. Post-implantation, the hemodynamics demonstrated a minimal residual gradient, and the angiographic imaging confirmed no paravalvular leak (pvl).

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction to document the related manufacturer report numbers in section h10 (related report numbers).

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided via medical records and from the investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-07360 and 2015691-2025-07361 for details of the other events. Additional information was received via medical records. Per review of the medical records, the patient had presented to the emergency department (ed) with shortness of breath and clinical signs of fluid overload. There was echocardiographic evidence of elevated right sided pressures, right ventricular dilation, and ventricular ectopy. The patient was admitted to the pcvcu for diuresis and diagnostic catheterization. An echocardiogram was performed and it showed a poorly mobile valve in the pulmonary artery (pa) position with mild regurgitation and moderate stenosis. The pulmonic valve (pv) mean gradient was 28.1 mmhg and the pv max gradient was 45.2 mmhg. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. At the time of the index procedure, the device was used in off-label implantation in the pulmonic position. As there were no specific IFU or training materials related to off-label pulmonic procedures at that time, the available training materials were reviewed only for information potentially relevant to the device use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.